Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated and nicks striated. Based on the device analysis the final assessment is: more than three striated patterns along the same edge in the side anterior broken due to surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell/patch assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.